Event description:
It was reported that the customer experienced high blood glucose levels and that the insulin pump alarmed weak signal alarm. The high blood glucose reading was 450 mg/dl. The customer stated that the insulin pump took much longer to lower the blood glucose levels, compared with the manual injection. On another occasion, he stated that he also observed differences in blood glucose and sensor glucose readings. The blood glucose reading was 210 mg/dl, compared with the sensor glucose reading 146 mg/dl. Upon troubleshooting, the customer was advised to consult his doctor regarding some adjustments which may need to be made, since it was taking too long for the insulin pump to lower blood glucose levels. He was advised to call back for more thorough troubleshooting when he had more time. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.